Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the left ventricular (lv) lead was not pacing. An x-ray revealed that the lead had dislodged. The event was reported from the attain success clinical study. Device registration records indicate the lv lead was replaced. No patient complications have been reported as a result of this event.